Event description:
It was reported that the implant on tooth site #14 was removed by trephine due to fracture and infection. Symptoms of the event: inflammation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) numbers: k011028, k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: the implantation date was updated to (B)(6) 2015, and based on manufacturer date, the UDI number is not applicable and was removed from the product information section.

Event description:
No additional event information was received at the time of this report.